Event description:
(B)(4). I had essure placed in 2006. My health care insurance covered the cost of the procedure. Since that time I've experienced numerous side effects. Since implantation, I've developed severe migraines and vertigo; allergic reactions with my body breaking out in hives, severe itching and swelling of my lips; I developed extremely heavy menstrual bleeding and painful periods. Bleeding was so heavy that I became anemic and had to have IV iron infusions for three hours a day, three times per week for months. I eventually had to have an ablation done in order to try and stop the heavy bleeding. After a few years with some relief from the heavy bleeding, the bleeding is now heavy once again. I have joint pain and inflammation - so bad that at times I can barely walk. I am experiencing hair loss, as well as memory loss. My menstrual cycle has become erratic - at times going without a cycle for a few months, to having a cycle ever couple of weeks. I'm also experiencing severe pelvic pain. So severe that I've had to be hospitalized for the pain. I've developed ovarian cysts and have stomach bloating so bad at times that I look 8 months pregnant. I'm being treated for depression and anxiety - which is something I've never had before. I am always fatigued, no matter how much rest I get. I've also gained over 40 lbs with no reasoning behind the gain. This device has drastically changed my life and my quality of life has gone downhill since I've been implanted with it. One of the essure coils has migrated into my uterus. I'm scheduled to have a hysterectomy on (B)(6) 2016.